Event description:
The catheter was reported to be disconnected from the pump due to a catheter issue. On (B)(6) 2011, the pump was alarming. Telemetry confirmed a critical alarm was occurring; alarm due to zero ml reservoir volume reached. The empty reservoir occurred on (B)(6) 2011; the last pump update was from (B)(6). The device system was used to deliver sufentanil, clonidine, and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).